Event description:
Customer reported being unable to test due to test not starting after blood sample is applied. It was further reported that customer "was in bed and just woke up and he took insulin and he injected himself with an incorrect dose" (due to not being able to obtain his blood glucose reading). Customer had a loss of consciousness. Paramedics were called, checked customer's blood glucose reading (the results is unknown) and treated him with "IV fluid which is saline drip". Customer was transported to a local health care facility and diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, (B)(4).